Event description:
Device issue: difficult to position. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right internal carotid artery stenting procedure, after placement of the embolic protection, device difficulty was encountered and the device was pulled proximally, and without the use of retrieval catheter was recaptured and removed. There was no reported pt effect. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: a thorough analysis of the device was not possible as the product was not returned, which may have aided in determination of cause. The emboshield nav 6 instructions for use (IFU) states, do not attempt to move the filtration element after deployment and prior to the start of retrieval. Reportedly, the filter was pulled through plaque and into the proximal common carotid; this was most likely due to iliac tortuosity and heavy calcification and straightening of catheter as bulkier device were being delivered. Since no product deficiencies were reported during inspection prior to use and preparation, it is likely that inadvertent mishandling of the device and pt anatomy contributed to the difficulty in positioning the filter element, which led to incorrect filter removal. At manufacturing, emboshield nav 6 is 100% visually inspected before packaging. A review of the finished device lot history record did not reveal any related non-conforming material records, which could have contributed to this complaint and all released units from this lot met acceptance criteria per on-line reliability-testing. The case info and relevant manufacturing records do not suggest that material or workmanship may have caused or contributed to the incident.